Manufacturer narrative:
Although a root cause cannot be identified with the information provided, the result is likely a true positive for sars-cov-2. Review of the provided data suggests that true amplification was generated for the sars-cov-2 target. The investigation into the alleged lot indicates that the reagent is working as expected and a systemic product problem cannot be identified. It is possible that the causal factors may be sample processing related. The product is performing as expected and no systems related issues were identified.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from thailand alleged discrepant results when using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas liat system. The original sample tested with the cobas liat generated a sars-cov-2 positive, influenza a/b negative result. The same sample was repeated twice on a competitor platform using molaccu covid-19 detection kit for confirmation. The results were negative for sars-cov-2 for both tests. Subsequently, the same sample was re-tested on the same cobas liat analyzer and generated negative results for all three targets. No harm is alleged. The negative results were reported. An investigation was conducted to evaluate the customer¿s allegation. Per FDA¿s eua guidance, 1 MDR will be filed.